Manufacturer narrative:
(B)(4). Correction information: this issue is being investigated through CAPA. Which was inadvertently left out of the previous medwatch follow-up. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4) the sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review was performed on the reported lot with no deviations found.

Event description:
The customer reported to corporate product surveillance (cps) regarding the intravia empty cont (50 ml) (gamma sterilized) in which an unspecified baxter primary set spike is impossible to remove from the empty container port after use. The customer said the problem occurs regardless of the fill volume. The customer does not think that the IV sets are the source of the problem because the condition occurs regardless of which set is used. It also does not appear to be drug specific or lot number specific. There was no patient involvement, injury or adverse event is reported. No additional information is available.